Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via a merlin at home transmission. Patient was an asymptomatic. Reprogramming changes were recommended.